Event description:
It was reported the patient's scs system was explanted approximately two months ago. The patient stated her stimulation was not helping relieve her pain and she decided to have the system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.